Event description:
It was reported by service report that the scale display was malfunctioning and hard to read. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning scale display.